Event description:
Product: retention plates from aesculap, product number jk100 are leaving black flecks inside of surgical trays that are sterilized. Black flecks and retention plates was sent to an independent laboratory for identification and analysis. Results: black flecks are plastic. Plastic black flecks and plastic on retention plate are of similar composition. Lab results are available upon request.